Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the investigation the customer indicated that the device was being used with an infant/pediatric wye circuit with a tidal volume of 934 ml h2o, which is beyond the circuit specification of maximum 500 ml h20. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure 1001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.